Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). The field service engineer evaluated the device and verified the complaint. He states "found 2 problems: 1 leak at connector to humidifier - connector has a crack in it, bad cap/diaphragm. Substituted parts from my test circuit. Performed circuit cal and performance checkout. Paw=22.4, deltap=64 with humidifier in circuit."

Event description:
The customer reported not pressurizing to the appropriate mean airway pressure on the 3100 high frequency oscillating ventilator (hfov). The customer stated there was no patient involvement associated with this event.